Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted abdominal wall reconstruction surgical procedure, the monopolar curved scissors (mcs) instrument was not closing properly within the patient. The customer switched out the instrument and when the protective cover was removed, frayed wires were noticed. An x-ray was advised and the x-ray was pending at the end of the procedure. The procedure was completed with no reported injury. On 08/14/2024, intuitive surgical, inc. (Isi) received user facility report 4100120000-2024-8030 stating: monopolar curved scissor robotic arm instrument was not closing properly in patient. Switched instrument out, and when protective cover was removed, frayed wires were noticed. Xr advised and pending xr at end of case. Intuitive followed up and the customer did not have any additional information to provide.